Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer failure (failure code: devicenotonbus) by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the field service engineer (fse) reported that drawers 4.1 and 4.2 were showing as not detected on the bus, even though all indicator lights appeared normal and no errors were displayed. Upon inspection, the fse found that one of the retractor bands was damaged. The cable was replaced, and the station booted up without issues. No patient harm, medication dispensing delays, or patient involvement were reported. The drawer was tested using the final test in the hardware test application, and the test passed successfully. The results were posted in the feed. During dchu visual inspection: pn 353844-01: the part was received with observed exposed copper strands and black marks, no other anomalies were observed. During dchu testing: pn 353844-01: the testing from dchu was not required due to the damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure drawer failure (failure code: devicenotonbus) is attributed to the physical damage with exposed copper strands on the assy retractor dwr hh cubie which prevented the drawer from being detected on bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus. As per part investigation, it was determined that there was physical damage with exposed copper strands on the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.